Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. All device components were explanted. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in the year 2020. Explant date: 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 19947299.